Event description:
Alleged the hi/low function will not work and the head section will only move to 10 degrees.

Manufacturer narrative:
The facility found replaced the s11, s12, s9, s10, s7, s8 hydraulic valves to repair the bed. Valves were replaced due to contaminated hydraulic fluid.